Manufacturer narrative:
On (B)(4) 2018, a field service engineer (fse) confirmed that the issue was occurring due to the z1-axis rod being dry and unlubricated. The fse verified proper alignment of the sample tube to the sample loader. The fse ran quality controls and 2 racks of patient samples without any errors. The customer reported that no further issues were being experienced with the g8 instrument. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 14-feb-2017 through aware date 14-mar-2018. There were two (2) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due sampling needle assembly guide rod needing lubrication. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On (B)(6) 2018, a customer reported getting 710 z-axis error messages after replacement of a sampling needle assembly on the g8 instrument. The customer reported that the sampling needle assembly was not bent. The customer requested service in order to further investigate the issue. The a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.